Event description:
Rn assessed patient IV pump alarming. Upon entering the room at 0245, I noticed that the o2 sat was 56%. The oxygen line and number on the monitor was flashing, but there was no beeping/alarm. I turned the oxygen from 3l to 6l to see if there was any improvement. After one minute I called for respiratory stat. Respiratory put patient on bipap. I checked das vitals to see how long the oxygen saturation was decreased and saw they began dipping to 70's approximately 0215. The event led to respiratory distress in which the patient lost a pulse and had to be intubated. After a couple of minutes of no improvement with bipap a code was called. The charge nurse and I verified that the o2 alarms were indeed on.